Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the screen becomes noised. Based on the results of the investigation. A root cause could not be identified. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
¿It was reported that the gastrointestinal scope had an image with snowflakes. The issue occurred during reprocessing. There were no reports of patient involvement.